Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the rear shroud was identified as being cracked, but there was no indication that the display was damaged in any way, so the original complaint issue could not be confirmed.

Event description:
Dealer is stating that the unit has a broken display.